Manufacturer narrative:
(B)(4). Baxter evaluated the device. Evaluation found the system error 105 alarms were caused by severed motor mount screws. The failed motor assembly and screws were replaced.

Event description:
During review of the event history log, system error 105 was observed. The occurrences suggest a device malfunction. Any patient involvement, injury or medical intervention is unknown.